Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of loose grip cable to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. The distal idler pulley spun freely and was not damaged. Root cause is attributed to a component failure. The following additional findings were identified during evaluation: the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. Electrical continuity was tested and passed. Root cause is attributed to a component failure. The housing was removed for inspection and the instrument was found to have a cracked clamping pulley, likely causing the loose grip cable. Root cause is attributed to user. In addition, the instrument was found to have insulation damage on the conductor wire. The damage was located at the bipolar yaw pulley at the distal end. No material was found missing. Electrical continuity was tested a passed. Root cause is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (471205-17/(B)(4)) associated with this event has been performed. Per logs, the maryland bipolar forceps was last used on (B)(6) 2021 on system (B)(4). The alleged instrument had 8 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on fa findings. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the failure mode identified through fa could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken wire and the tips would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no other information was available, including patient-related details was available.